Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. There was an increase in motor current, resulting in an acute pump stoppage. The impella was promptly replaced with another pump. According to the attending physician and the nurse, the act was above 160 seconds the entire time. The new placement of the impella was successful, and the patient did not suffer any harm.

Manufacturer narrative:
Additional information was received, specifically the return of the device, and evaluation/analysis is currently in progress. Accordingly, section d9 has been updated to reflect the device receipt date. Section h6 (investigation type, findings, and conclusion) has also been updated to align with this information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 58-year-old male with acute myocardial infarction and cardiogenic shock, with a pre-support clinical state consistent with scai shock stage e, was supported with an impella cp implanted percutaneously via the right femoral artery. During support, an event occurred involving an increase in motor current followed by an acute pump stoppage, during which a defective impella alarm reportedly appeared. According to the attending physician and bedside nurse, the patient¿s activated clotting time (act) remained above 160 seconds throughout support. Pump reconnection and aic replacement did not resolve the issue. The device was removed due to the event and replaced with another impella cp on (B)(6) 2026 at 05:25 pm, implanted via the left femoral artery. The replacement device was successfully placed, and support continued. The patient did not experience any clinical harm associated with the event and survived to explant of the first device. The affected pump is planned for return. Device outcome involvement was reported as no involvement.

Manufacturer narrative:
B5 clinical narrative updated. H6 health effect - impact code f05 was determined to be no longer applicable and has been updated to f1905.